Event description:
It was reported that during a spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure (see MFR# report 3006630150-2025-03545) that was performed for the upper limb, the stimulation of the ipg for the lower limb was turned off in order to perform the procedure. The patient mentioned that his lower limb movement became worse after the procedure and thought that it might have been affected by the stimulation being turned off during the procedure. The patient also mentioned that the stimulation was turned off for a while after the procedure. The attending physician assessed that this was due to postoperative physical and mental stress and not due to medically turning off the stimulation. The movement of the lower limbs has improved through rehabilitation, and the patient was discharged. There have not been any particular issues reported from the patient since then.

Event description:
It was reported that during a spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure (see MFR# report 3006630150-2025-03545) that was performed for the upper limb, the stimulation of the ipg for the lower limb was turned off in order to perform the procedure. The patient mentioned that his lower limb movement became worse after the procedure and thought that it might have been affected by the stimulation being turned off during the procedure. The patient also mentioned that the stimulation was turned off for a while after the procedure. The attending physician assessed that this was due to postoperative physical and mental stress and not due to medically turning off the stimulation. The movement of the lower limbs has improved through rehabilitation, and the patient was discharged. There have not been any particular issues reported from the patient since then. Additional information was received that after the ipg replacement procedure (see MFR# report 3006630150-2025-03545) that was performed for the upper limb, the patient requested to remain hospitalized until the movement of the lower limbs improved. The physician had told the patient that they could be discharged one week after the surgical wound had settled, but the patient strongly requested to remain hospitalized.